Manufacturer narrative:
Investigation results: the complained medical device was not made available for investigation. The manufacturer made good faith attempts to retrieve the complained medical device from the healthcare facility, however the complained medical device was not received. Therefore, the investigation was based upon batch history review, historical data analysis and event description. The device quality and manufacturing history records have been checked for the available lot number and were found to be according to the manufacturer's specifications, valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against the affected batch number. Conclusion/preventive measures: without the complained medical device being available for investigation, a clear root cause conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon investigation results, a CAPA is not required. Final comments: according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis.

Event description:
A malfunction was reported involving the medical device gp120r - elan 4 1-ring rosen burr d2.3. Specifically, it was reported that during posterior upper cervical spine surgery, the medical device fractured while preparing the left lateral mass screw path of the atlas. The fragment remained embedded in bone and could not be removed due to anatomical constraints. The procedure was completed by redirecting the screw path using a new burr, resulting in an approximately 20 minute surgical delay. No patient harm or adverse consequences for the patient were reported. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - malfunction (not later than 30 days). The assessment for the reportability of this malfunction was based on the review of the applicable risk analysis. Additional information was not provided nor available. The malfunction is filed under aesculap ag reference no. (B)(4).